Event description:
It was reported that during a lobectomy procedure, the surgeon noticed after the firing a lot of the staples didn't closed properly. The surgeon sutured the stapleline. There was no patient consequence.